Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow up. Noise on a non-sustained rv oversensing episode was observed. There were no other electrical anomalies. The lead was capped and replaced. The patient was stable following the procedure and will be followed normally.